Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2014: specimen: uterus, cervix, right tube and ovary and left tube. History menorrhagia, dysmenorrhea. Gross received in formalin in a container labeled "uterus, cervix, right tube and ovary, left tube" is a uterus (9 x 6 x 4.5 cm, 144 grams by itself) with an attached right ovary (2.9 x 1.8 x 1.3 cm) and right and left fallopian tubes with delicate fimbria (6.5 x 0.5 and 5.5 x 0.6 cm, respectively). The glistening red endometrium is up to 3 mm thick and unremarkable. The myometrium (2.2-2.5 cm) is uniform throughout. The bilateral cornu and proximal tube segments have tightly embedded coiled meta wire consistent with ensure coils. The corpus is symmetrical and the serosa is smooth and glistening. The ectocervical mucosa is unremarkable and the narrow external os is 1.4 cm wide. The endocervical mucosa is unremarkable. The right ovary has a small cortical cyst and corpora lutea. The fallopian tubes have peritubal cysts up to 0.5 cm in diameter diagnosis uterus, cervix, right fallopian tube and ovary, and left fallopian, respectively: focal adenomyosis of the uterus with inactive endometrium. Chronic cervicitis. Bilateral fallopian tubes with benign peritubal cysts. Right ovary with one hemorrhagic corpus luteum cyst and one cystic follicle. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.